Event description:
It was reported that the atb35 stapler was used during a colon procedure. It was reported that the staple line was incomplete. There was no pt consequence. Another device was used to complete the case.